Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, patient developed stoma site redness and became progressively worse. Patient developed stoma site infection with pus discharge and blood. Patient was treated with antibiotics cephalexin.